Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted in the pump bulb between the first and second rib. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubes. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump bulb to separate the site between the fist and second rib while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2020 and removed/replaced on (B)(6) 2021 due to a mechanical malfunction. Additional information received indicate there was a fluid leak due to a small hole/rupture between the ridges of the pump bulb. It wasn¿t visible initially until the surgeon squeezed the bulb.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received on 09/15/2021: there was a fluid leak due to a small hole/rupture between the ridges of the pump bulb. It wasn¿t visible initially until the surgeon squeezed the bulb. The device was explanted and replaced due to mechanical malfunction. No other adverse patient effects were reported.